Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient began to experienced symptoms such as food and medication intolerances, swelling in her left foot, migraines, brain fog, fatigue, joint pain, muscle pain, muscle weakness, muscle stiffness, vitamin deficiency, weight gain/loss, low kidney function, and dryness of the mouth and eyes. She was subsequently diagnosed with sjögren¿s syndrome and raynaud¿s syndrome. As a result, the patient underwent removal without replacement on (B)(6) 2019. After removal, the patient symptoms have improved. The root cause of the patient¿s symptoms is unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from binita ashar, m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). Refer to manufacturing report number 1645337-2022-04009 for the contralateral event.

Manufacturer narrative:
On june 13, 2022, mentor completed an evaluation using a video of the suspected products. Upon visual evaluation of the video provided in the complaint, no apparent damage or visual anomalies were observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 16, 2023, mentor completed a reevaluation on the video provided as the patient stated there as mold in the suspect medical devices. The following was added to the video evaluation. Upon visual evaluation of the video provided in the complaint, a white particle was observed inside the implant. While the means by which the foreign matter was adhered to the device cannot be ascertained, it should be noted that environmental factors and surgical technique could result in the foreign matter being introduced inside the valve or sterile shell at the time of implantation. Please note that mentor performs 100% inspection of all devices, including sterilization records prior to release and maintains a comprehensive quality assurance (qa) system in compliance with the FDA's good manufacturing practice (gmp) regulations. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 06, 2023, mentor received additional information. The patient stated the suspect medical devices that were retained after explantation appear to have mold inside of them. Manufacturer¿s reference number: (B)(4).